Manufacturer narrative:
Upon further investigation it was determined that an adverse event did not occur. Complaint numbers: (B)(4).

Event description:
The healthcare provider reported injecting 1cc of evolysse form into the lips of a patient. The patient was initially reported to have nodules and lump in the lips following injection. Upon further follow-up with the hcp the patient presented with two (2) samll bumps. The hcp massaged the lumps and were resolved without further treatment.